Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: unk, prog, lot# and serial#: unknown, product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported there was an unknown catheter/pump product issue. It was noted that the manufacture representative was given the patient¿s name has having ¿issues.¿ additional information received reported that this patient was having ¿problems.¿